Event description:
Journal reference: starkman js, wolter ce, scarpero hm, milam df, dmochowski rr. Management of refractory urinary urge incontinence following urogynecological surgery with sacral neuromodulation. Neurourol urodyn. 2007;26(1):29-35; discussion 36. We sought to explore our patient outcomes utilizing sacral neuromodulation in the management of refractory urinary urge incontinence following urogynecological surgical procedures. A total women with urinary urge incontinence following urogynecological surgery were selected for sns therapy and retrospectively analyzed. Reportable event: two patients developed wound infections requiring explantation of the lead and pulse generator. Both patients underwent successful reimplantation of the interstim device 3 months later, and bother have functional devices at last follow-up. See mfg report # 2182207-2008-07719.